Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist approximately .449. The idler pulley spun freely and did not exhibit any damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was observed on the mega suturecut needle driver instrument. The instrument was not used in the procedure. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.